Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer noticed the arm sounded a little off while installing the clip applier instrument to the universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) clinical territory associate (cta) was not present but did notice a grinding noise at the elbow of usm 3 the next day. The isi technical support engineer (tse) reviewed the system logs and no errors were present. The cta said nothing on the arm looked out of the ordinary and that the case was complete with no other issues. The procedure was completed with no reported injury. Isi contacted the site's robotic coordinator and obtained the following information regarding this complaint: the procedure was able to be completed robotically without any issue. The grinding was noted with two separate clip applier instruments and was audible with insertion of both devices. There was no issue with the functioning of the instruments, so the case was continued.

Manufacturer narrative:
Based on the claim against the product by the customer noting noise from the universal surgical manipulator (usm) 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm grinding noise while test driving the robot and the usm was replaced. The system was tested and ready for use. Isi did receive the usm involved with this complaint to perform failure analysis (fa). Fa was able reproduce the reported complaint. The usm was tested on an in-house system where it failed the back drive test for noisy yaw. The usm was tested on a psc fixture test platform (pftp) where it was noted that the yaw was loud during sine cycle testing. The yaw motor module and harmonic drive will be replaced as a fix to the reported problem. The complaint regarding the noise from the usm was confirmed based on the field evaluation and failure analysis investigation, which indicates that the device did contribute to the customer reported issue. No image or video clip for the reported event was submitted to isi for review. A review of the system logs for the reported procedure date was conducted by technical support engineer (tse) during the initial complaint capture. Investigation revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional logs reviews confirmed that on (B)(6) 2022, system (B)(4) was used for a cholecystectomy procedure. The probable root cause is attributed to a friction issue in the yaw motor and the harmonic drive. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was replaced after the completion of the procedure due a grinding noise at the elbow of usm 3. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.